Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error b30 occurred. For the other events cause is not stablished. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed thar during device evaluation, the gynecologic laparoscope exhibited fiber bonding in the outer tube area was damaged, broken video cable, error b30 occurred and had no image. There was no patient involvement.